Event description:
It was reported that cartridge change errors occurred. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.